Event description:
It was reported that a balloon rupture has occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon rupture has occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. No issues were identified with the hypotube shaft. No kinks or damages noted on the shaft polymer extrusion. A detailed microscopic examination of the balloon material identified a pinhole 1mm proximal from the distal markerband. No kinks or damages on the shaft polymer extrusion haft polymer extrusion. All blades were fully bonded on the balloon and did not exhibit any signs of damage. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. The device was attached to an encore inflation device. An attempt was then made to inflate the balloon to 12 atmospheres however, the pressure was unable to be maintained as the inflation liquid was observed leaking from the pinhole. The encore inflation device was verified before and after using a druck gauge.